Event description:
The ICD was explanted due to noise. It was observed that there was some pausing in the programmed pacing rate when the ICD or leads were moved in the pocket. No insulation breaks or fractures could be observed on the lead so the ICD was explanted and replaced.